Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past five months. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A hemodialysis inpatient user facility reported during the last hour of treatment an IV was hung for a patient's treatment. The priming set drew air into the system when connected to the arterial chamber port. Air bubbles were visible in the line. There was no blood loss and the patient has no adverse effects. Treatment continued uninterrupted. Sample was discarded by the user facility.